Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The reported blood glucose reading was 850 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime test passed. However, the high pressure test failed. The customer was advised to revert to a backup plan to treat his diabetes. Nothing further was reported.